Event description:
This spontaneous case was reported by a journalist and describes the occurrence of pain in extremity ("radiating pain in the legs"), device breakage ("essure broke during the procedure (removal), 3 fragments of the inserts were still present in abdomen"), device dislocation ("3 fragments of the inserts were still present in abdomen/another x-ray showed that there was still a piece of essure in the abdomen") and loss of consciousness ("black-outs") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pain in extremity (seriousness criteria medically significant and intervention required) and abdominal pain upper ("a sense of stabbing in the stomach"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and complication of device removal ("essure broken during the procedure (removal), 3 fragments of the inserts were still present in abdomen/another x-ray showed that there was still a piece of essure in the abdomen"). On an unknown date, the patient experienced migraine ("recurrent migraine"), fatigue ("chronic fatigue"), visual impairment ("visual disturbances") and loss of consciousness (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy done in (B)(6) 2016. Another procedure in (B)(6)2016 under general anesthesia to remove the pieces). At the time of the report, the pain in extremity, device breakage, device dislocation, complication of device removal, abdominal pain upper, migraine, fatigue, visual impairment and loss of consciousness outcome was unknown. The reporter considered abdominal pain upper, complication of device removal, device breakage, device dislocation, fatigue, loss of consciousness, migraine, pain in extremity and visual impairment to be related to essure. The reporter commented she underwent a salpingectomy in (B)(6) 2016. Because she was still suffering, she underwent an x-ray, which showed three fragments of the inserts still present in her abdomen. She believed the doctor who operated on her broke them during the procedure. In late (B)(6) 2016, she underwent another procedure under general anaesthetic to repair the "blunder", however pain persisted on the left side of the abdomen and another x-ray showed that there was still a "piece of essure" in her abdomen. Today, she is hesitant about undergoing yet another procedure to finally be rid of them. Report received from a journalist via publisher reporting testimony of a patient. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in (B)(6) 2016: three fragments of essure in abdomen; on an unknown date: a fragment of essure still in abdomen. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 11-jul-2017 for the following meddra preferred terms: device breakage. The analysis in the global safety database revealed 1650 cases. Pain in extremity. The analysis in the global safety database revealed 55 cases. Device dislocation. The analysis in the global safety database revealed 1208 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.